Event description:
Per family: pt didn't call family member as usual in the morning. Family member had someone go to pt's home to check on them around 10:00 am and was found in bed unresponsive. Pt had died sometime after 10 pm and 10 am.